Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that right atrial lead fracture was observed during right ventricular lead replacement procedure. The lead was explanted and replaced. The patient's condition was good before, during, and after the procedure. Related manufacturer reference number: 2938836-2019-12801.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.